Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: march 17, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick connect of a quick coupling handle had broken off. The issue was discovered during routine auditing of equipment. No patient or surgical involvement was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
It is now being reported that there was nothing wrong with the quick coupling handle. There is no allegation against the device; therefore, it was determined to be non-reportable. The device functioned as intended. Non-reportable rationale: not likely to result in patient harm or the need for additional medical or surgical intervention. The medwatch for this complaint, filed under MFR 3003875359-2015-10393, is being retracted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it is now being reported that there was nothing wrong with the quick coupling handle. There is no allegation against the device; therefore, it was determined to be non-reportable. The device functioned as intended. Non-reportable rationale: not likely to result in patient harm or the need for additional medical or surgical intervention. The medwatch for this complaint, filed under MFR 3003875359-2015-10393, is being retracted.